Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm harmonic ace instrument teflon pad came off. No fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A piece approximately 0.0250" x 0.0705" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.